Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) began emitting tones. It was determined that an alert was triggered by a high out-of-range shock impedance measurement greater than 125 ohms on this right ventricular (rv) defibrillation lead. It was noted that there was no noise on the presenting electrogram (egm). Technical services (ts) recommended further lead evaluation in clinic and increasing the shock impedance alert value to 150 ohms. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) began emitting tones. It was determined that an alert was triggered by a high out-of-range shock impedance measurement greater than 125 ohms on this right ventricular (rv) defibrillation lead. It was noted that there was no noise on the presenting electrogram (egm). Technical services (ts) recommended further lead evaluation in clinic and increasing the shock impedance alert value to 150 ohms. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.